Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The insulin pump was received unable to perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to completely broken reservoir tube lip.

Event description:
It was reported that the insulin pump had damage. The customer blood glucose level was 10.3 mmol/l at the time of incident and the current blood glucose level was 6.9 mmol/l. The customer was assisted with troubleshooting. The customer stated that the symptoms related to high blood glucose such as feels warm and a sensation in customer chest. Customer states the drive support cap was appears normal. The customer stated they observed multiple champagne size bubbles were present along the tubing length. Customer stated insulin exited at the quick release. Customer stated that the insulin pump was fell and hit the wall. Customer stated that they perform a self-test and insulin pump passed the self-test. The device will be returned for analysis.